Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages, arrhythmia alarms) has been confirmed. As received, the belt failed incoming functionality testing, specifically the te recognition test. Upon investigation, there was an open along the pulse wire inside the trunk cable. The cause of the test failure and the reported alarms is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" and "check therapy pad" messages and arrhythmia alarms.